Event description:
Device 1 of 4. Reference MFR report #1627487-2012-12250, 12251, 12252. It was reported scs system was explanted due to an infection at the lead site. The pt was given intravenous antibiotics in the hospital. F/u determined the pt was released from the hospital and is taking oral antibiotics.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.